Manufacturer narrative:
Neither the device, nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of metastatic bone tumor, undergoing a spinal therapy for a compression fracture. It was reported that when the product was inserted in the vertebral body and pressure was applied, no pressure was applied. The pressure did not increase at the time of inflating the balloon on one side. When it was removed and checked outside the operative field, leakage of contrast media was confirmed from the balloon. Therefore, a new product was opened and used. The bone was also hardened. The physician thought it was because the product hit the bone. The procedure was performed successfully by using a new product. There was a delay in overall procedure time of less than 60 mins. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product will not be returned as it was discarded. Levels implanted: l4 additional info received. It was reported that there was a high possibility that the balloon broke before inflation. Patient complications are unknown. Procedure/therapy: kyphoplasty pressure before rupture: 0 volume before rupture: 0.5.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of metastatic bone tumor, undergoing a spinal therapy for a compression fracture. It was reported that when the product was inserted in the vertebral body and pressure was applied, no pressure was applied. The pressure did not increase at the time of inflating the balloon on one side. When it was removed and checked outside the operative field, leakage of contrast media was confirmed from the balloon. Therefore, a new product was opened and used. The bone was also hardened. The physician thought it was because the product hit the bone. The procedure was performed successfully by using a new product. There was a delay in overall procedure time of less than 60 mins. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product will not be returned as it was discarded. Levels implanted: l4 additional info received. It was reported that there was a high possibility that the balloon broke before inflation. Patient complications are unknown. Procedure/therapy: kyphoplasty pressure before rupture: 0 volume before rupture: 0.5 there were no patient symptoms/complications.